Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the rewind, load, cartridge and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit and no damage to the force sensor flex. Pump not primed warnings with zero force and no cartridge detected warnings observed in the black box. The power complaint was verified in the history but could not be duplicated during the investigation. The original complaint was found in the history but not duplicated.